Manufacturer narrative:
Evaluation summary: one device was received for evaluation. An electrode with a lot of eschar was also received. It is s uar device. The reported condition was not confirmed. Visual inspection found no damage. The device was plugged into a 40k ohm test box and activated in both the cut and coag mode with satisfactory results. The device plugged into a generator and activated normally. The investigation found the device to function normally and within specifications. The instructions for use(IFU) states, confirm proper electrosurgical generator power setting before proceeding with surgery. Use the lowest power setting to achieve the desired surgical effect. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was the first pencil that were flames coming from it. No further information provided.